Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak of the bifurcated surgical graft (non-endologix) is not confirmed; however, evidence of a type iiia was substantiated. It was determined that the endoleak persisted even after two unplanned, additional bilateral iliac stents were placed because of the severe reduction in diameter between the bifurcation to the left external iliac artery. A design or manufacturing root cause for the reported event could not be determined based on the available information, and overall, the investigation is inconclusive. However, product use was incongruent with the IFU due to: the bilateral iliac artery diameters greater than 2.3 cm. Notably, the diameter of the bifurcation was observed to be 9.6 cm. Cautionary product use conditions that might have contributed to this event included: disruption of a previous surgical graft of the aorta; and, thrombus within both iliac arteries.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, a suprarenal and two limb extensions. During the procedure, there was an endoleak from unknown origin. The angiogram showed the possibility of a suture tear in the left bifurcated limb. After much contrast was used for the index procedure, the physician elected to bring patient back in 30 days for a computed tomography to further evaluate the endoleak. No other complications were reported with the patient as a result of the event.